Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was under responsive. It was noted that the audio bolus button cover was missing/peeling and torn/punctured. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 6/27/2016 with the following findings: during investigation, the audio bolus button was found to be unresponsive to button presses. The audio bolus cover was missing from the pump.